Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was selected to dilate the lesion. However, it was suspected that on the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 4.0 x 40, 135cm sterling balloon catheter. No patient complications were reported and the patient's status was good.